Manufacturer narrative:
The instrument was transferred to engineering and the initial failure analysis was confirmed. The jaw cover was removed, and it was noted that the end of the pivot pin where the washer dislodged from was improperly swaged, causing the washer to dislodge during procedure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon noticed a piece of the synchroseal instrument had come off the device and fell into the patient's abdomen. The instrument screw fell off the device. It was reportedly retrieved in the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint. The instrument pivot pin washer was no longer attached to the jaw cover at the wrist assembly. The material measuring approximately 0.11" x 0.11" was missing and not returned by the customer. An additional observation was also identified: the synchroseal instrument jaw cover was also found torn. No material appeared to be missing at the site of the tearing.